Event description:
Patient reported that the strip vial expiration date is listed as 07/31/2006; however, according to manufacturer's electronic inventory system, the corresponding lot number expired 07/31/2003. Additionally, patient reported that the strip catalog number is listed as 6000141. The correct catalog number should be 3000141. Patient noted that the label's ink has not smeared and the box was sealed when purchased from the pharmacy. Technical support requested the return of the suspect product and replacement product was shipped.